Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving dilaudid (hydromorphone) with concentration 5mg/ml at a dose rate of 3mg/24h via an implantable pump. It was reported that the patient came for a regular pump refill two weeks ago. The pump showed a remaining volume from some milliliters (the exact volume is unknown for the moment); however, the pump was in fact completely empty. The date 2024-aug-20 is considered an approximate date of event (specific month and year known only). The physician wanted to refill the pump with 40ml, but he could refill the pump only with a volume of 37ml. The physician saw the patient again on 2024-aug-30, and the patient was with withdrawal symptoms and had much more pain. The physician emptied the pump and there were 37 ml in the pump. The punction with the catheter access port kit showed no anomalies, and the backflow of the liquor (cerebrospinal fluid) was normal. After programming a bolus, the rotor test showed no anomalies. The pump remained implanted an in-service. There were no known factors that may have led or contributed to the issue. No surgical intervention occurred and it was unknown if surgical intervention was planned. The issue was not resolved as of 2024-aug-31. The patient's gender, medical history, age, and weight at the time of the event were unknown. The patient was with injury regarding withdrawal symptoms and much more pain as of 2024-aug-31.

Manufacturer narrative:
H3. Destructive analysis of the pump identified wear on the motor o-ring for gear number three. H6: correction: device code: a1407 and patient code: e2402 are also applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the expected pump reservoir volume was not able to be obtained regarding timing of when the pump was instead found to be unexpectedly empty. The pump was replaced on (B)(6) 2024. The cause of the volume discrepancy/empty pump was not determined. The cause of the physician having only been able to fill the pump with 37 ml instead of the intended 40 ml was not determined. It was unknown if the issue and patient symptoms resolved. The exact implant date of the pump was unknown but implanted in 2020.